Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain (which may be prolonged or severe) is acknowledged within the IFU and is not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent tissue damage related symptoms. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device was experiencing testicular pain. The pain caused the patient to not use the ipp. There was no reported device malfunction. The ipp device was explanted, and a new tactra device was implanted. There were no further patient complications.